Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a two blisters on the left breast under the garment strap. One blister was reportedly open and the other was scabbing over. The patient's physician prescribed triple anti-biotic cream and indicated to clean the area with saline and change the dressing twice a day. A distributor representative visited the patient and provided a larger garment size. Follow up indicated that the area was clearing.